Manufacturer narrative:
The customer's report of an unintentional infusion of nitride was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event found the syringe pump module was programmed to infuse nitroprusside at 9:51am on (B)(6) 2016 and was immediately placed in anesthesia pause mode. At 2:28pm the log recorded that the system went on battery power suggesting that transportation was about to occur. A 2:34pm the channel was selected (channel select key press) and the infusion was started (start key press). At 2:35pm the channel was again selected and the infusion was paused. At 2:36pm the channel was selected and the infusion was turned off. The pcu and syringe pump were set up as found in the event log and the syringe pump was anesthesia paused. The system was allowed to remain in that state for 3 hours with the device being unplugged and plugged in frequently. During the 3 hours the syringe pump was observed for an unintended infusion. No unintended infusions were observed. The root cause of the customer's report was determined to be the result of the user selecting the channel and starting the infusion. This was determined by way of key presses found in the log.

Event description:
The customer reported a patient received an unspecified amount of nipride 0.4 mg/ml that had been programmed at 1 mcg/kg/min or 0.92 ml/hr. And paused at 9:51 am for later use if necessary. The patient was transferred from the operating room where he was admitted to the picu at approximately 2:31 pm and the infusion was noted to be running unintentionally a few minutes later. The infusion was stopped and there was no patient harm.